Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1704209p medical device expiration date: 03/31/2022 device manufacture date: 05/08/2017 medical device lot #: 1705206p medical device expiration date: 04/30/2022 device manufacture date: 05/08/2017 results - bd received 3 pictures for investigation. On visual inspection of the 3 pictures received, it can be observed ink stain on the edge of the barrel of 50pf syringes. This is a cosmetic defect and the functionality of the syringe is not affected by this defect. DHR of lots 1704209p and 1705206p has been reviewed not finding any annotation or deviation regarding the alleged defect. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported before use of the bd plastipak¿ syringe during an inspection there was contamination or foreign bodies found. There was no report of injury or medical intervention.

Manufacturer narrative:
Six sealed samples, one unused sample open, and three pictures were received by the quality team for investigation. Upon visualization of the samples and pictures received, ink on the outside of the barrel of the syringe can be confirmed. Based upon the quality teams' investigation, the root cause of this incident is related to the printer machine during the manufacturing process. During printing process, ink is transferred to a silk and it transfers the ink to the outside of the barrel. A pore on this silk surface, caused these ink spots on the barrel edge. Cleaning and instructions for operators for marking process were done according to procedure for this product. This incident has been reported to the appropriate personnel and complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure.